Event description:
It was reported that a spectrum infusion pump has a door sensor problem. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door sensor problem. The eval found that while running a set, the device alarmed door not fully latched, corresponding with the reported symptom, determined to be caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced.